Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) left-sided ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter and the patient suffered a cardiac tamponade requiring pericardiocentesis. It was reported that during use of biosense webster products, during an idvt (left-sided) procedure, a pericardial effusion was noticed. They reported that about halfway through the case, the patient's blood pressure dropped. After looking at the ultrasound, the pericardial effusion was confirmed with intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis and it was unknown how much fluid was removed. The procedure was aborted. The patient was reported to be in stable condition. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. The physician was unsure if the injury was caused by the ablation catheter or the ultrasound catheter. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports:z` (1) MFR # 2029046-2023-00788 for product code d134804 (thermocool® smart touch® sf bi-directional navigation catheter) . (2) MFR # 2029046-2023-00789 for product code 10439236 (soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) left-sided ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter and the patient suffered a cardiac tamponade requiring pericardiocentesis. It was reported that during use of biosense webster products, during an idvt (left-sided) procedure, a pericardial effusion was noticed. They reported that about halfway through the case, the patient's blood pressure dropped. After looking at the ultrasound, the pericardial effusion was confirmed with intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis and it was unknown how much fluid was removed. The procedure was aborted. The patient was reported to be in stable condition. The physician was unsure if the injury was caused by the ablation catheter or the ultrasound catheter. The physician believed the pericardial effusion was right-sided even though ablation was being performed on the left side. The ultrasound catheter was on the right side of the heart and the ablation catheter was on the left side of the heart. The blood pooled off from the patient was dark red and that it was believed to be from the right venous side of the heart.

Manufacturer narrative:
On 20-apr-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).